Event description:
It was reported that the core impaction drill heated up during an oral procedure. A back-up device was used to complete the procedure with no pt or user inquires, and there were no adverse consequences.

Manufacturer narrative:
Upon disassembly, widespread corrosion was discovered.